Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation CPAP was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles were found within the device. The device was scrapped following the evaluation.